Event description:
The customer reported via the clinical trainer that the screwdriver broke while tightening a 5mm locking screw. The clinical trainer reported that he was present at the time of the procedure which was a peri prosthetic fracture of distal femur using axsos 5mm distal lateral femur plate ts. The clinical trainer reported that he observed that another screwdriver was located and used to complete the procedure.

Manufacturer narrative:
The reported event of the screwdriver breakage could be confirmed, since the returned device matched, the reported failure. Based on the investigation, the root cause was attributed to a r&d/design related issue. The breakage was caused by the application of excessive torsional force on the device. The visual inspection revealed that the fracture pattern is consistent with the application of a high torsional force on the screwdriver. This issue was addressed by the nc. A design change was implemented, so as to increase the resistance of the screwdriver to torque forces by shortening the length of the blade of the device. The reported device was manufactured according to an old drawing, where this change had not been implemented yet. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported via the clinical trainer that the screwdriver broke while tightening a 5mm locking screw. The clinical trainer reported that he was present at the time of the procedure which was a peri prostectic fracture of distal femur using axsos 5mm distal lateral femur plate ts. The clinical trainer reported that he observed that another screwdriver was located and used to complete the procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.